Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that images on the exam room frontal plane monitor were flickering. The user stated that when the monitor was flickering the images were unusable. This issue may result ina degraded image quality that can prevent completion of an exam. No pt injury or death reported.